Manufacturer narrative:
This report is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. A device evaluation, as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in b5, the distal end c-cover was found burnt. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was discovered while evaluating the olympus evis colono videoscope that the distal end c-cover was burned. There was no patient involvement during this event.